Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed states when unit is powered upit operates as normal. Once the unit is being shutdown, it goes into a watchdog error. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I let the biomed know the cause of this error could be the logic board or power supply processor boarr. I recommend to send in the unit under first year warranty repair. Transfer to (B)(6) for warranty RMA.